Event description:
Additional information was received that following the reprogramming, the device measurements were within acceptable limits. Later, the lv lead displayed increased pacing impedance measurements greater than 2,000 ohms. The lv electrograms (egms) displayed possible lv loss of capture (loc). Additionally, the patient reported experiencing diaphragmatic stimulation. The device was reprogrammed to right ventricular (rv) lead to ring, with stable impedance measurements and no diaphragmatic stimulation. Approximately one week later, the lv pacing impedance measurements were greater than 2,000 ohms. The device was then reprogrammed to lv ring to rv. No further observations were noted.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that high left ventricular (lv) lead impedances were rising and measured greater than 2,000 ohms in bipolar configuration. Technical services discussed bringing the patient into the office for further evaluation. Additional information was received that lv lead pacing impedances have spiked out of range for the past 18 months, then stabilizing to within normal limits. The most recent in clinic follow up did not reproduce the out of range impedance measurement. Technical services discussed recommendations. Other vectors were programmed, resulting in impedance measurements within acceptable limits. It was suspected that the lv ring was compromised. The pace/sense vector was reprogrammed to extended bipolar. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4). All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.